Event description:
It was reported by service report that the right calf support was unlatched from main bracket. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Calf support. Issue was resolved for the customer by the service tech reinstalling the right calf support.